Event description:
Info received that the head of bed drifts slowly downward over time. No injury reported.

Manufacturer narrative:
Technician found that the head of bed would drift down over time. Problem isolated to failed manual CPR valve. Replaced the manual CPR valve to resolve this issue. Bed located in bed repair shop.